Event description:
It was reported that customer had low blood glucose and diabetic care manager wanted to troubleshoot insulin pump. Customer's blood glucose was 42 mg/dl. Customer went to the hospital on (B)(6) 2015 with blood glucose of 59 mg/dl. During troubleshooting, it was found that customer may have over bolused and it was not certain if over bolus was customer error or insulin pump. Diabetic care manager called to complete displacement test. Insulin pump passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.